Event description:
A malfunction was reported by a customer, identified by the display of malfunction code malf 19, which could not be reset. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.